Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional testing. The tests showed the device gave a "cassette not attached properly" message. The upstream sensor was determined to be inoperable; the cause of the issue could not be confirmed.

Event description:
It was reported that the device gave a "cassette not attached" alarm. No adverse effects to patient reported.